Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating power errors. Provided device logs confirms the reported technical error codes. Our field service engineer investigated the ventilator on site. The inspection revealed that the dc/dc & standard connectors pc board was defective. The defective pc board was replaced, and the problem was solved. The pre-use check performed passed the test and the ventilator was handed over to the customer in working order. The replaced dc/dc & standard connectors pc board was not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Evaluation of ventilator's logs revealed that the ventilator generated technical error codes indicating power errors. There was no patient harm reported. Manufacturer's ref. #: (B)(4).